Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) via a patient regarding an external device. The reason for call was caller stated patient has been having issues charging ins for the last couple of months in that they keep seeing "no device found" getting hot at cord/paddle connection; patient confirmed they had not seen any error messages. Caller stated they were able to connect with their tablet without issue which confirmed ins was 20% charged. Caller confirmed that controller on it's own connects to ins without issue. Tss has caller initiate passive recharge cycle and this resulted in the antenna locate showing all 0s, both when it was over the ins and away from the ins. Tss had caller manipulate recharger cord at connection sites and they noted the cord/paddle connection was not and al screen continued to show all 0s. At one point, the al screen showed 72 but it was when the paddle was away from the ins. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(4) product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.